Event description:
"Procedure: zone 1 tevar migration: on (B)(6) 2015: a proximal side relay plus graft was deployed from 2-debranch + zone 1, and a distal side zenith tx2 32-80 (cook medical) graft was deployed. On (B)(6) 2018: regression of the aneurysm had been observed. However, blood flow entered the aneurysm due to migration and the aneurysm ruptured. An emergency surgery was then performed. The bare had migrated up to right under lcc. A bypass was made to the brachiocephalic artery from the ascending aorta, and two ctag40-200 grafts ((B)(4)) were deployed, and the surgery was successfully completed. See the attached schema: the position of the migrated relay plus graft is indicated in blue. The position of ctag grafts, which were newly deployed is indicated in red. Please note that further information other than the attached CT photo and schema is not available." Patient outcome: "seriously injured due to aneurysm rupture"